Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tubing connecting the shorter exhaust tube of the pump. This was a site of leakage. Partial separations were noted on the inlet tube connecting the longer exhaust tube, along with the exhaust tube near the detachment end. These were not sites of leakage. The partial separations appeared to be straight and have uniform striations, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tubes and inlet tube of the pump. Two connectors were noted on both exhaust tubes of the pump, with a piece of inlet tubing between both connectors. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. There was a section of inlet tubing connecting both the pump exhaust tubes and both cylinder exhaust tubes, two connectors on both exhaust tubes. The information received indicated tubing leakage, but because no functional abnormalities were noted with the returned components, other than instrument damage not associated with the reported failure, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet portion of the tubing connecting the exhaust tube of the pump and cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.